Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) could not be determined. The reported poor imaging resolution was due patient anatomy. Moreover, the reported unexpected medical intervention was a result of case-specific circumstance. The reported pe as listed in the instructions for use (IFU) is known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report pericardial effusion and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that visualization was slightly difficult due to anatomy. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However after removal of the cds, a pericardial effusion (pe) was observed. The pe was treated through pericardiocentesis and the procedure ended at this point. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.